Manufacturer narrative:
The troponin t reagent lot number was 847376. The myoglobin reagent lot number was 844603. The expiration dates were not provided. The field service engineer found the pump head was loose and he tightened it. Quality controls were performed and were within range. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit for qc material and patient samples. The issue began after the customer heard a loud noise from the rear of the module. Data for two samples were provided as examples. Example 1 initial troponin t result was 118 pg/ml, and the repeat result from another analyzer was 15.6 pg/ml. The initial myoglobin result was 92.8 ng/ml, and the repeat result from another analyzer was 67.2 ng/ml. Example 2 initial troponin t result was 43.7 pg/ml, and the repeat result from another analyzer was 8.97 pg/ml.